Event description:
It was reported that pump touchscreen was unresponsive and wake button sometimes stuck or did not respond. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, and no additional actions were taken or information received regarding the outcome of the event.